Event description:
It was reported that the drive support cap is protruded. Customer had taped the cap down. The current blood glucose reading is 126 mg/dl. The drive support cap protrudes when bolusing. Advised the customer that the insulin pump will be replaced. Customer stated that he went into diabetic ketoacidosis about two months ago. The blood glucose level was 500 mg/dl. The drive support cap was protruded and he was not receiving insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.